Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2024, it was reported by a sales representative via email that the tip of the drill pin from an ar-2290 proximal tenodesis implant system broke in the patient. The case was completed using a second ar-2290 proximal tenodesis implant system. This was discovered during a procedure on (B)(6) 2024.

Manufacturer narrative:
Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to improper bone prep; misaligned insertion; prying/leveraging the device during insertion.